Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tibia impactor broke during impaction.

Manufacturer narrative:
(B)(4). Investigation summary ==> the device associated with this report was not returned. The complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.